Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that there was early elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was early elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was additionally reported by an attorney that the patient alleges the device was explanted as a direct result of device failure and doctor and patient communication. The defect in the product was caused by the way the product was manufactured, including, but not limited to the use of defective, improper and unapproved components used in the manufacturing of device, causing device to fail and the need for device to be explanted. The patient sustained physical injuries.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.